Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, arm 4 was not initializing until the vertical section of the arm was pulled down, at which point the arm led's turned blue. Error logs were uploaded and reviewed, revealing error codes 22028 and 23007 associated with the vertical setup joint (suj) on arm 4. The customer decided to configure the system for a three-arm procedure. The issue was noted when the system was first powered up. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and in artemis, error 220028 was confirmed indicating that the manipulator has failed power-on-self-test more than a specified number of times. Error 23007 was also confirmed, indicating that the servo system was unable to control the arm within expected tolerances during the wiggle test performed after homing, pointing to the suj-z (vertical) axis. Installed the proximal onto a golden system where no faults occurred in normal mode. Vsuj got stuck during post, but was able to complete post without faults. Tested the proximal on a pftp where it passed all relevant testing. After testing was complete, visual inspection found significant residue along the vertical brake pad and against the brake. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.